Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the intestinum rectum during a colon polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the device failed to extend. The snare loop was noted to move inside the sheath but would not come out form the distal tip of the catheter. The procedure was completed with another rotatable small oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; flare detached.

Manufacturer narrative:
Visual evaluation of the returned device found the flare detached and the catheter slightly kinked in the extreme of the strain relief and near the dongle. It was also found that the catheter and the wire were kinked near the handle. The handle cannula was in good condition and the device presented evidence of the flaring process. The key and the dongle shaft are in good condition. Functional testing could not be performed due to the flare detachment. The complaint was confirmed, the device flare is detached, this condition does not allow the device to be actuated. The failures found were most likely due to tortuous anatomical and/or other operational factors encountered during the procedure; therefore, the most probable root cause classification for this event is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.